Event description:
It was reported that during the lead implant attempt in the right ventricle, the helix would not retract when unacceptable numbers were present. Multiple attempts were made to extend/retract helix and fluoroscopy concluded helix was still extended. The physician left the lead in place because it was sensing p-waves but would not capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).